Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support again if the issue reappeared.